Event description:
Boston scientific received information that this right ventricular impedances had increased from 600-700 ohms to greater than 2500 ohms. The patient was schedule for a lead revision. As this patient only has an ejection fraction of 10% it was unclear if the lead could be extracted. No adverse patient effects due to the product issue were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that a revision took place. This lead was surgically abandoned. It had appeared under fluoroscopy that the lead was fractured underneath the can. However, when the lead could not be explanted as it was too deep into the patient's tissue. There were no allegations towards the device that was electively explanted at this time. The patient has diabetes and chronic atrial fibrillation and the physician elected to avoid another procedure in the future.

Manufacturer narrative:
It was later reported that a loss of capture and sensing issues also occurred with this lead.

Event description:
--